Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer confirmed they were not removing air from the cartridge with a filled syringe prior to filling. Tandem technical support provided education. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 172 mg/dl.